Manufacturer narrative:
The device was not returned to zoll; the customer removed and replaced the device's bridge board. The malfunction was duplicated and attributed to a faulty insulated gate bi-polar transistor on the bridge board. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing the device displayed a "bridge test failed" message.complainant indicated that there was no patient involvement in the reported malfunction.